Event description:
It was reported that before the case, when attempting to home the handpiece the anspach drill was not retracting. The cords were unplugged and plugged back in, but that did not work. The system was restarted, but that did not solve the problem. Another tray was opened switching the handpiece and the drill. Troubleshooting and testing was performed, but the console showed an e2 error and the device felt warm. Results of investigation revealed that anspach drill performed as expected.

Manufacturer narrative:
The device was intended for use in treatment and it was reported that during the drill test the console displayed an e2 error that was rectified with an equipment swap. Device history record review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The returned drill was tested and functioned as expected. If the collar was locked in the "safe" position, the e2 error displayed as expected. It is reasonable to suggest that the collar was not in the "run" position during initial setup. No problem was found with the drill.